Event description:
New information received on september 26, 2018 indicates that the procedure had occurred on (B)(6) 2018 and that the patient was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the lead could not be used due to a failure to extend the lead¿s helix. The lead was removed and replaced. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.